Manufacturer narrative:
The pump was received with normal operating currents and passed the unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. However, the pump was received with no audio/beeping alarm tones due to a broken black wire of the piezo transducer. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
It was reported that the customer had an audio beep anomaly. Customer stated that the pump doesn't beep. Customer's blood glucose was 8 mmol/l. Customer can only activate the vibration mode. Customer stated that she tried to put the pump on long beep and it does not work. Customer was advised to run a self test and it failed. Customer will be sent a loaner pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.